Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone of being hospitalized last year and this year for high and low blood glucose levels. Customer states first hospitalization due to using the infusion set incorrectly. Customer states receiving no delivery alarms three times. Customer was asked about troubleshooting, but declined, stating he was waiting for his new pump to arrive. The customers blood glucose was unknown.